Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the insulin pump has been alarming no delivery and motor error. The customer's father does not have the pump and was unable to troubleshoot. The father was advised to call back to troubleshoot. The customer's blood glucose was unknown.